Manufacturer narrative:
Image review: the difficult lesion can be seen in the returned cardio-angiogram images. The guidewire appears to have had difficulty crossing the lesion during advancement. The cag does not capture the attempted delivery of the endeavor resolute device, however the dislodged stent can be seen in the images following removal of the catheter. A balloon was advanced down the vessel into the stent in an attempt to inflate the stent and retrieve it. The cag shows the dislodged stent being pulled back through the lesion with the balloon. The dislodged stent can then be seen being pulled back past the lesion site in the mid rca. The cag then shows the stent reaching the tip of the guide catheter with the balloon. At this point the stent appears to get caught on the end of the guide catheter but the balloon travels back into the guide catheter. The tip of the guidewire was then pulled back into the dislodged stent which was still at the tip of the guide catheter. Both the guidewire and the balloon which was used in an attempt to retrieve the endeavor resolute device were now removed from the dislodged stent back up into the guide catheter. The lesion could be seen un-treated following removal of the guidewire and the balloon catheter. In the following images the dislodged stent did not appear to be in the rca. Another stent was then positioned at the lesion site. This stent was successfully positioned in the vessel. The stent can then be seen deployed at the lesion site. The stent appears to have achieved a good result. The physician then appears to search one of the patient¿s arms for the dislodged stent. The physician then appears to search the other side of the patient for the dislodged stent. In the final images the dislodged stent cannot be seen. The images do not appear to capture the dislodged stent in the carotid artery.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant an endeavor resolute stent. It was reported that the protective sheath was not present over the stent during removal but there were no difficulties encountered during removal of the sheath. There was no damage or movement evident on the stent during preparation prior to insertion into the patient. The target lesion in the mid rca exhibited moderate tortuosity, 70% stenosis and a little calcification. Lesion pre-dilation was not performed. No resistance was encountered advancing the device. Excessive force was not used during delivery. It was reported that on first attempt the stent reached in the rca. While adjusting the stent in the lesion, the stent dislodged from the balloon and remained in the rca. The balloon became stuck in the guiding catheter. The physician used a balloon and tried to inflate the stent and move it out of the rca. The stent was moved out of the rca; however, with the flow it travelled to the carotid artery. Four days post procedure, another procedure was performed and the stent was successfully removed from the carotid. Patient is reported to be fine now and no further patient complications were reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Patient presented with acute mi, cag showed 80% stenosis with dissection in mid lad and 80% tubular calcified lesion with thrombus in proximal rca prior to index procedure. The dislodged stent was removed with a snare. Image review: the images in the journal article show the dislodged stent in the carotid artery prior to carrying out a procedure to remove the stent. Author: nikhil choudhary article title: retrieval of a dislodged coronary stent from the left internal carotid artery. Journal: journal of the american college of cardiology. Issue: vol. 67, no. 16, suppl s, 2016.